Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 500.0 mcg/ml of gablofen at 3.02 mcg/day in minimum rate infusion mode. Analysis of implantable pump serial number (B)(4) identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 500 mcgs; 285mcgs via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. Other medications the patient was taking at time of the event were unable to obtain and not available. Patient weight and medical history were asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the pump had motor stalls that recovered. Actions were noted as ¿changed¿. Surgical intervention occurred on (B)(6) 2017 and the pump was explanted. The pump will be returned to the manufacturer. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Patient status was alive - no injury. No further complications were reported.